Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator alarmed with a low o2 alarm message. Ventilation continued but the unit was replaced. No patient harm reported.

Manufacturer narrative:
Patient information requested, none received.